Event description:
Boston scientific received information that during a follow-up appointment, this right atrial (ra) lead exhibited low, out of range, pacing impedances. With arm movement, noise was also noted. The patient is not pacemaker dependent, and at this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.